Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported complaint was confirmed. Based on the investigation details, the cannula was rubbing on the inside of the rotor.

Event description:
It was reported that the device overheated during a procedure. The procedure was successfully completed with a back up device. There were no allegations of adverse consequences associated with this event.